Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and caesarean section ('c-section') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("general abnormal"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anxiety ("anxiety"), depression ("depressive disorder"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), lactose intolerance ("lactose intolerance") and gestational diabetes ("gestational diabetes"), underwent caesarean section (seriousness criterion medically significant), was found to have a pregnancy with contraceptive device ("pregnancy : birth-complication / pregnancy (with complications)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and metrorrhagia had resolved and the caesarean section, pregnancy with contraceptive device, vaginal haemorrhage, genital haemorrhage, anxiety, depression, migraine, nausea, fatigue, weight increased, lactose intolerance and gestational diabetes outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2011. The reporter considered abdominal pain, anxiety, caesarean section, depression, dysmenorrhoea, fatigue, genital haemorrhage, gestational diabetes, lactose intolerance, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for abdominal pain, pelvic pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and caesarean section ('c-section') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. In 2011, the patient experienced gestational diabetes ("gestational diabetes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("general abnormal"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), anxiety ("anxiety"), depression ("depressive disorder"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and lactose intolerance ("lactose intolerance"), underwent caesarean section (seriousness criterion medically significant), was found to have a pregnancy with contraceptive device ("pregnancy : birth-complication / pregnancy (with complications)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, abdominal pain, dysmenorrhoea and intermenstrual bleeding had resolved and the caesarean section, pregnancy with contraceptive device, genital haemorrhage, anxiety, depression, migraine, nausea, fatigue, weight increased, lactose intolerance and gestational diabetes outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2011. The reporter considered abdominal pain, anxiety, caesarean section, depression, dysmenorrhoea, fatigue, genital haemorrhage, gestational diabetes, heavy menstrual bleeding, intermenstrual bleeding, lactose intolerance, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for abdominal pain, pelvic pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter information and explant date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and caesarean section ('c-section') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2007, the patient had essure (ess205) inserted. In 2011, the patient experienced gestational diabetes ("gestational diabetes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("general abnormal"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anxiety ("anxiety"), depression ("depressive disorder"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and lactose intolerance ("lactose intolerance"), underwent caesarean section (seriousness criterion medically significant), was found to have a pregnancy with contraceptive device ("pregnancy : birth-complication / pregnancy (with complications)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, dysmenorrhoea and metrorrhagia had resolved and the caesarean section, pregnancy with contraceptive device, genital haemorrhage, anxiety, depression, migraine, nausea, fatigue, weight increased, lactose intolerance and gestational diabetes outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6)2011. The reporter considered abdominal pain, anxiety, caesarean section, depression, dysmenorrhoea, fatigue, genital haemorrhage, gestational diabetes, lactose intolerance, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for abdominal pain, pelvic pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received : outcome of the event vaginal haemorrhage updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and caesarean section ('c-section') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("general abnormal"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), anxiety ("anxiety"), depression ("depressive disorder"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), lactose intolerance ("lactose intolerance") and gestational diabetes ("gestational diabetes"), underwent caesarean section (seriousness criterion medically significant), was found to have a pregnancy with contraceptive device ("pregnancy : birth-complication / pregnancy (with complications)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and metrorrhagia had resolved and the caesarean section, pregnancy with contraceptive device, vaginal haemorrhage, genital haemorrhage, anxiety, depression, migraine, nausea, fatigue, weight increased, lactose intolerance and gestational diabetes outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2011. The reporter considered abdominal pain, anxiety, caesarean section, depression, dysmenorrhoea, fatigue, genital haemorrhage, gestational diabetes, lactose intolerance, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for abdominal pain, pelvic pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received: events: ablation, abnormal bleeding (vaginal), anxiety, major depressive disorder, migraines / headaches, nausea,c-section, pain, fatigue, weight gain, gestational diabetes, lactose intolerance were added. Reporter, lab test result ,baby delivery type and date were added. Events pregnancy and genital haemorrhage were updated to nonserious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic'), pregnancy with contraceptive device ('pregnancy : birth ¿ complication') and genital haemorrhage ('general abnormal') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and metrorrhagia had resolved and the genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: patient received treatment for abdominal pain, pelvic pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added abdominal pain, pelvic pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, pregnancy: birth ¿ complication, device ineffective. Event outcome added abdominal pain, pelvic pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.